Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer stated that she was unaware of the threshold suspend feature and had a low blood glucose event while driving. The customer's blood glucose was 48 mg/dl. She stated that she was extra active and had been eating better. She advised that she did not feel that the issue was related to the insulin pump, declining to troubleshoot the insulin pump. She was advised what the threshold suspend feature and no further assistance was necessary.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.